Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 204 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. No unexpected numbers ramping during testing. Unable to verify low reservoir alarm due to no button response. Pump was tested with a test keypad and no frozen display noted. No moisture damage found on the motor, vibrator and battery tube assembly. However, found moisture damage on the electronic assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked lcd window, cracked belt clip slot and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).